Event description:
It was reported that the force sensor could not be calibrated. No patient injury reported.

Manufacturer narrative:
The pump was received to perform an investigation. A visual inspection of the device found the tamper seals broken and the right plunger case was cracked. Force sensor test error was found in the event log history. A functional test found that the force sensor error was duplicated upon power up testing. The force sensor cable was torn away from the pressure block. The reported problem was found to be caused by the user. The user damaged the force sensor cable either during the disassembly or reassembly of the plunger head. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).